Manufacturer narrative:
Findings: pump received with blank display due to corroded battery cap contact. Pump was tested with a good battery cap. Also received normal operating currents. No blank display during testing. No damage found on the lcd isolation tape noted. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. The customer is call back after receiving a new battery cap and still having the same issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.